Manufacturer narrative:
The involved dialysis tubing set-up and tego connector devices were discarded. The exact cause(s) of the reported events, product issues are unknown.

Event description:
Int'l. ((B)(6)) complaint received concerning intermittent occurrences of leakage issues with use of unknown dialysis set-ups and d1000 tego connectors. The initial information received describes the issues as follows " tego caps leaking blood post application to ends of central venous access device or supercath device... Air leaking into hemodialysis machine through cracks in tego caps noted at the start of hemodialysis treatments". The tego devices were removed, replaced & discarded. There were no reported adverse patient outcomes.